Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2020. Reporting that no diagnostics were performed. The cause of the por was not determined. The patient was able to clear the por message using their patient programmer and hitting the navigation key as outlined by our technical services department. The issue is now resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neuro stimulator (ins). It was reported that the rep was notified via voicemail of a power on reset (por) message displaying on the patient's programmer. The patient was able to charge the ins just fine, but could not turn on therapy due to the por. It was unknown what type of por message it was, but the rep was going to call the patient back. It was reviewed that an information por can be cleared with the patient programmer and a por with "!" Would require a clinician programmer. No symptoms were reported. No further complications were reported or anticipated.